Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery (sfa) that did not have any tortuosity. On (B)(6) 2019, the patient presented with an occlusion in the lesion; therefore, an unspecified command guide wire was used including an atherectomy device. An unspecified 6.0 balloon catheter was then used in addition to a 6.0 x 120 mm and a 6.0 x 150 mm supera peripheral stent system. Both stents were implanted without any device issues. The patient was stable; however, on (B)(6) 2019, the patient was re-hospitalized as thrombosis was noted in both stents via angiography. The leg was cold and did not have a pulse. Therefore, the patient was sent for surgery and both stents were removed from the anatomy. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential patient effect. Cine images were received and reviewed by a clinical specialist. The results are as follows: the images provided for this incident show that the supera pro peripheral stents were placed in the superficial femoral artery and that the result was good at the time of the procedure on (B)(6) 2019. Subsequent images of the occluded stents were not within the data received. An image of two stents post explant was received. It is assumed that these are the stents in question. There is thrombus present on the stents in the image, but it is unclear as to the amount of thrombus present. The cause of the thrombosis is unknown. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.